Event description:
It was reported when using the bd pyxis medstation es system drawer failed, preventing user from removing the required medications. The customer stated that there was no pro long delay since user retrieved the medications from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed due to bad boards. A field service engineer replaced defective replaced circuit and controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer, failed due to bad boards. A field service engineer replaced hh pmcb and both device controller, boards to resolve the issue. The system functioned as intended after troubleshooted by the field, service engineer.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed, preventing user from removing the required medications. The customer stated that there was no pro long delay since user retrieved the medications from other station. There were no adverse events or injuries reported based on this event.